Event description:
On (B)(6) 2012, the lay user/reporter contacted lifescan (lfs) alleging her onetouch verioiq meter system was missing the literature. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue was discovered (B)(6) 2012, at an unknown time. The patient reported using self adjusting lantus insulin to manage her diabetes. The patient reported that she made no changes to her usual activity level on the day of the alleged issue. However she had more food or drink than usual. The patient reported she had 20-25 units of lantus insulin. It is unclear if this was the patient's normal dose of medication or a deviation from the normal dose due to the alleged issue. The patient denied developing symptoms suggestive of a serious injury. The patient reported she did not receive any medical intervention for an acute complication of diabetes. At the time of troubleshooting, the cca confirmed there was missing product from the system kit. Replacement products were sent to the patient. Based on the information provided, the alleged issue did not cause or contribute to a serious injury. The patient did not report any blood glucose readings, symptoms or treatment that suggest an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
((B)(4) 2012) correction:the manufacturer was inadvertently set to lifescan (B)(4), but it should be lifescan (B)(4) for the verio product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.